Event description:
"I was called into the room. When I got into the room, the doctors informed me and showed me on the monitor that the black septum seal had fallen out of the seal housing and into the pt while they were putting in the allegan lap band (lap band system b-2104 std size). The doctors reached in and grabbed the seal with a grasper and pulled it out. They put in a new 15mm port and proceeded with the case. I had the tech bag the trocar and seal. The case was delayed a few minutes because the doctors had to retrieve the seal that fell into the pt."

Manufacturer narrative:
Product has not yet been returned to MFR for evaluation. Upon completion of investigation, a follow-up report will be issued.